Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Patient's other blood glucose value was 300 mg/dl and 85 mg/dl. Customer reporting getting high blood glucose because pump is not delivering insulin correctly. The device was expected to be returned for analysis.

Manufacturer narrative:
No indication of possible under delivery anomaly found during testing. The device passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.